Event description:
The sales rep has requested to have the scm12 ex upgraded. No patient consequences reported.

Manufacturer narrative:
Information not received. Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the interface board and black cable replaced. The device was functionally tested, met all product requirements and returned to the customer.